Manufacturer narrative:
The cartridge was unavailable for return due to being discarded. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on the same date, the patient experienced elevated blood glucose (bg) up to 31.9 mmol/l with extreme drowsiness, extreme thirst, nausea, and trace ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued the pump. The reporter stated that the pump and the cartridge cap smelled very strongly of insulin. During troubleshooting, the reporter denied any damage to the infusion set or cartridge and confirmed that the infusion set was secure to the cartridge. Troubleshooting determined that there was a cartridge luer lock leak. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a cartridge leak.

Manufacturer narrative:
Follow up #1 submitted: 03/16/2017. Animas has been made aware of new/updated information that effectively changes the subject device associated with this complaint. The subject device has been determined to be an infusion set, not the insulin pump. Animas does not manufacture the infusion set device. The complaint will be forwarded to the appropriate medical device manufacturer.